Manufacturer narrative:
One cardiomems patient electronic system with pn(B)(4) and sn (B)(4) was received for evaluation. It was noted that a section of the supplied power cord was found to be melted on the outer rubberized casing due to an unknown event. The power cord physical damage was found not to impact power cord functionality.

Event description:
This report is to advise of an event observed during analysis confirming the melting and thermal damage to the power cord of the electronic unit.